Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she is expecting blurred vision, silhouettes, glare and halos at night, headaches and stress due to the iol. She stated her surgeon told her she needs to have a ¿laser procedure to help treat cloudy membranes behind her implants¿. At the consumer¿s request, the surgeon was not contacted. There are two medical device reports associated with this event. The report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No root cause can be determined. At the consumer¿s request, the surgeon was not contacted. (B)(4).